Event description:
It was reported that a sensing noise was observed on the right atrial (ra) lead and the right ventricular (rv) lead. Right ventricular lead damage and right atrial lead damage were suspected but were not confirmed visually. No intervention was performed. The patient was stable and there were no adverse consequences. Related manufacturer reference number: it was reported that sensing noise was observed on the right atrial (ra) lead and the right ventricular (rv) lead. Right ventricular lead damage and right atrial lead damage were suspected, but were not confirmed visually. No intervention was performed. The patient was stable and there were no adverse consequences.